Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, 49 or 68 noted. Pump error 53 found in the device history due to software error. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer¿s blood glucose value at time of incident was 6.8 mmol/l. The insulin pump will be returned for analysis.